Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 2000015744/19570455. Product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(4), batch: 20668483.

Event description:
It was reported that the patient was experiencing numbness around the feet, legs and face and discomfort around the ipg site. It was also reported that the patient had difficulty charging the ipg due to battery had moved to its original position. The patient underwent explant procedure and the explanted devices were not returned to bsn.